Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test fail" message. Complainanat indicated that there was no pt involvement in the reported malfunction.